Event description:
Customer reported that there was a slight electrical shock while using the handpiece.

Manufacturer narrative:
The customer claims that the handpiece being used has "fallen apart" and that there was an electrical shock delivered to the user. This claim was not confirmed due to the customer being uncooperative with the investigation. In addition, the person who claims to have been shocked no longer works at the site so there is no way to continue with the investigation. There is history to this customer. They had a handpiece that was "falling apart" previously and the handpiece was replaced. The customer never returned the defective handpiece to cynosure (see precious complaint). The most likely root cause of this situation is that the customer continued to use the defective (and replaced) handpiece which led to the alleged shock. This can not be confirmed due to lack of cooperation from the customer.